Event description:
It was reported that a patient experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis (pd). Therapy was ongoing. The cause of the peritonitis was unknown. Treatment information was not reported. At the time of this report, the patient was recovering from the peritonitis.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h13b23011 and h13a10051 and no exceptions were observed that were related to the reported condition. There were no deviations from standard procedure and no exceptions related to the reported condition were noted.

Manufacturer narrative:
(B)(4). Should relevant additional information become available, a follow-up report will be submitted.